Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a damaged battery alarm, which interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified as the condition was not related to the customer reported condition. No further testing has been completed at this time and no repairs have been performed in relation to the reported condition of this complaint. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.